Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that the urinary stimulation system never worked and that's why it was removed with no replacement. The patient refused to be connected with patient services.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the hcp via device registration in the form of medical records. The hcp reported that the patient continued to have urge incontinence after the ins placement and ultimately had placement of a suprapubic catheter. The patient continued to have urge incontinence and ultimately had intravesical botox injections following which they continued to have persistent urinary retention. They also had a significant history of spine problems and back surgery and may have had a neurogenic component to their urinary retention. After a discussion of the different management options and potential risks and complications, they elected to proceed with removal of the ins and lead and with placement of a suprapubic catheter. The hcp reported that the ins was dissected out carefully and removed and noted to be intact, indicating that the entire lead was removed.